Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 which was reproduced. A review of the event history log identified system error 322 messages. The cause was determined to be failed lower auxiliary which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, alarmed system error 322 (link switch error (low)). The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.